Manufacturer narrative:
Since no material has been returned from the customer, no investigation could be performed. Therefore, the complaint cannot be verified. Device was not returned to manufacturer.

Event description:
It was reported the insertion device unintentionally released the infusion set into the patient's skin. The infusion set was stuck in the device and would not come out, and when the device was lifted away, the infusion set was released. The patient did not require treatment from a healthcare professional or second party to address the issue. The insertion device was requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.